Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) unit was not booting up. No one was harmed onsite.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) did not boot up. There was no patient involvement reported.

Manufacturer narrative:
Updated fields : b4, b5, b6, b7, d9, d10, e1 (initial reporter, event site email), e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes , health effect ¿ impact codes, investigation conclusions ), h11. Corrected field : h4. In initial emdr the manufacture date is incorrectly submitted so corrected manufacture date is : 25 jun 2012. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse stated that the unit immediately shut down upon power switch activation. The fse checked with another working power supply assembly, booted the unit and it started working normally. The fse found the issue to be with the power supply assembly and needs replacement. The fse stated that the malfunctioning part is not in stock and this unit will not be repaired as it is not under the contract.